Event description:
The customer reported that during an operation, the iabp generated an error message #2 (no description) and shutdown. After the customer rebooted the iabp, it worked normally. The customer continued using the iabp and reported the incident to maquet after the operation was completed. No pt injury was reported.

Manufacturer narrative:
The company field service engineer (fse) performed running test for several days but the reported incident was not duplicated. The iabp is maquet owned device for rental and/or demonstration. (Not intended to returned to the customer). The device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. (B)(4).